Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, a polarity switch to unipolar and noise. The lead was turned off. Action is planned but not taken. The physician plans to insert a new atrial lead when the patient receives a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited high impedance in both unipolar and bipolar configuration and a polarity switch . It was also observed that the sensing integrity counter (sic) had a high count . Noise was noted on electrograms (egm). Action is planned but not taken. The physician plans to insert a new lead when the patient receives a new device.